Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy, and tandem technical support confirmed the shipping of a replacement pump.